Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of troubleshooting steps, including inspecting and cleaning the pump's components. The customer successfully completed the loading process and resumed insulin delivery.